Manufacturer narrative:
Mwce-18s-8/4-tornado-081800. (B)(4) the event is currently under investigation.

Event description:
During a coil embolization of the right renal arteriovenous fistula, the coil was not placed at the desired location and migrated. The physician attempted to retrieve the migrated coil with another manufacturer's snare, however the coil separated and part of the coil remained in the right atrium. The patient was transferred to another hospital and is taken wait-and-see approach. The physician recognized that the coil used for the procedure was not the correct size. There have been no adverse effects to the patient reported so far. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawing, instructions for use (IFU), quality control and trends was conducted during the investigation. The complaint device was not returned to assist in the investigation. A review of field complaints and production records for the provide lot was conducted. It was determined that there are no additional field complaints reported at the time of investigation pertaining to this lot. There were no recorded nonconformances during production of the complaint lot. There is no evidence to suggest that the device was not manufactured to specification. The device is packaged with IFU. The IFU gives device description, intended use, warnings, precautions, recommendations and instructions for placement and use of the device. The IFU includes the warning, "positioning of embolization coils should be done with particular care. Coils should not be left too close to inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Based on the customer report and the physician's statement it is feasible to suggest that user technique led to the reported migration of the coil. Per the conclusion of a quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a coil embolization of the right renal arteriovenous fistula, the coil was not placed at the desired location and migrated. The physician attempted to retrieve the migrated coil with another manufacturer's snare, however the coil separated and part of the coil remained in the right atrium. The patient was transferred to another hospital and is taking a wait-and-see approach. The physician recognized that the coil used for the procedure was not the correct size. There have been no adverse effects to the patient reported so far. Additional information has been requested, however it was not available at the time of this report.